Event description:
Rxsight received a report that a light adjustable lens (lal, sn (B)(6), +26.0d) was explanted due to being implanted backwards during primary cataract surgery. Another lal was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).